Event description:
Biased quality control results for glucose. Troubleshooting determined that this is consitent with a malfunction that may cause false pt results to be reported. No report of pt harm as a result of this event.